Manufacturer narrative:
Follow-up # 1 (06/07/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on 5/21/2013 and 5/20/2013 with the following findings: the meter passed testing, no faults were found, and the meter functioned properly; pa was unable to reproduce the complaint. The test strips passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient usually tests her blood glucose 3x daily but has been testing up to 6-7x daily since the start of the alleged issue. The patient manages her diabetes with novorapid insulin (6 units) and lantus insulin (8 units). The alleged issue began in (B)(4) 2012. Results obtained at that time were not specified. In (B)(6) 2012, the patient reported results of "250-390 mg/dl" with the subject meter. The patient alleged starting to have symptoms of sweating, fatigue, headache and eyesight problems which correlated with her results. The patient denied receiving treatment. That same month, the patient reportedly visited her physician's office and was advised to increase her usual dose of novorapid insulin (to 10 units) and lantus insulin (to 12 units). About 3 weeks prior to contacting lfs, the patient also reported obtaining a blood glucose result of "578 mg/dl" with the subject meter. The patient reportedly administered self lantus insulin (10 units). Later that same day, about 230 pm, the patient retested with the subject meter and obtained a result of "27 mg/dl". The patient claims she felt symptoms of perspiration, bad vision and stomach pain. The patient ate sugar as treatment and felt better about 30 minutes later. The patient retested and obtained a blood glucose result of "80 mg/dl" with the subject meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.